Event description:
Pt's spouse called lfs on pt's behalf alleging that their one touch ultra meter would not power on. Senior medical affairs representative spoke with pt's spouse in january 2004 to obtain additional information. The meter was reported to have been having the power issue for a couple of days, starting in 2004. Pt started developing symptoms of sweat and shakiness in 2004. Pt maintained pt's medication regimen and did not alter the dosage at any time (glucophage). According to pt's spouse, pt was able to obtain blood glucose readings off and on during that time. They had been obtaining result of 360 mg/dl, 370 mg/dl, 400 mg/dl and 420 mg/dl on their meter and feeling angry. In 01/2004 pt decided to drive to the ER, where a 360 mg/dl and 400 mg/dl were obtained. Pt's spouse was unable to indicate the type of treatment administered. The pt replaced the meter battery prior to calling lfs and the meter would not power on. The customer service representative replaced pt's meter due to an unresolved power issue. Based on the information provided, there is no evidence that the meter contributed to a serious injury. Pt was able to obtain readings throughout the time of concern and the results were in close proximity of the ER readings.